Event description:
It was reported the patient's blood glucose levels rose to 15.8 mmol/l (284.4 mg/dl) while wearing the pod. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. Upon inspection of the returned device found the the exposed portion of the soft cannula to be stretched measuring out to be 1.1885 inches. The cause and timing of the observed cannula damage could not be determined. The battery voltage was observed to be low. The pod was attached to a power supply in an attempt to retrieve data, ultimately the pod was unable to connect to the master pdm and data was lost. The pcb was removed for inspection, no damages or manufacturing defects were observed. The cause of the low battery voltage could not be determined. A full assessment of pod functionality could not be completed without data. The cause of the low battery voltage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone; data not available. Cloud - omnipod 5 software app version; data not available. Cloud - smartphone operating system; data not available. Cloud - smartphone hardware; data not available. Cloud - cgm sensor type; data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.